Event description:
The customer initially reported that their device had its service indicator illuminated and had logged several event codes. After an evaluation of the device, it was observed that it could not charge defibrillation energy over 20 joules. There was no patient use associated.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. After unsuccessfully replacing several parts to repair the device, the customer has advised physio-control that they have decided to not repair the device due to costs. The device was returned to the customer unrepaired.the cause of the reported failure could not be determined.